Event description:
It was reported that a detached or missing sensor wire occurred. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that"wire/needle/cannula damage or missing" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined.

Manufacturer narrative:
(B)(4).